Manufacturer narrative:
Concomitant medical products - model: 5076-45, lead; implanted: (B)(6) 2006. Model: 419688, lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed "abnormal sensing." The lead remains in use. The patient is currently enrolled in the (B)(6) trial. No patient complications have been reported as a result of this event.